Event description:
The 3-0 silk sh sutures kept fraying and breaking during procedure. Initially, needle holder was thought to be defective and was replaced. The sutures continued to break. Any sutures with that lot # were removed from the field. There was no adverse outcome to the patient. Ethicon rep has already reported this to the company and the complaint number is (B)(4).